Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient responding to the clarification question of what was meant by the report of ¿there was a battery on top, but the battery on the bottom didn't do anything,¿ by stating ¿good¿. They had the same response to what steps were taking to resolve the poor coupling issue, the ins not charging and the ¿battery on bottom not doing anything¿ following their x-ray last week. They also responded ¿good¿ after being asked if the issues of the poor coupling issue, ins not charging and the ¿battery on bottom not doing anything¿. Lastly they stated ¿good¿ when asked what their weight was at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor coupling with recharging. The patient stated they tried to charge the neurostimulator and it wouldn¿t charge. They stated there was a battery on top, but the battery on the bottom didn¿t do anything. The patent was not at home to do troubleshooting. It was indicated that the patient could not troubleshoot due to a lack of access to the product. The caller indicated they¿d call when they were at home. No symptoms were reported. The event occurred on 2018-07-21. The patient had mentioned that they had an x-ray done last week due to unrelated medical issues. No further complications were reported/anticipated.